Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate and was removed due to infection. There implant was removed about a month after it was implanted into tooth # 28. There implant site had type 3 bone quality. There was bone loss observed. The implant was placed on the previous grafted site. There was granulated tissue around the implant. There was no abnormality with the implant. The patient had no relevant pre-existing condition. The dentist bone grafted the area and patient was reported to be doing fine.

Manufacturer narrative:
Correction UDI number was provided. The device was returned and evaluated. A visual and radiographic inspection was performed and found no deviations.¬ the critical parameters were measured and found no deviations, no defects, nor non-conformities. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site, due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease, and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration. Precautions are provided in the IFU that state, minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. For best results, please observe the following precautions: · all drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. Per the reported information the patient had type iii bone quality and infection at the implant site. It has been shown that the quality and quantity of bone available at the implant site are very important local patient factors in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii bone: thin cortical bone with dense trabecular bone of good strength. No abnormality with the implant was confirmed, this event will be tracked and trended.